Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The filter remains implanted. The investigation is currently underway.

Event description:
It was reported that the legs of the filter did not completely open upon deployment. A balloon inflation was performed within the filter, which successfully expanded the legs. No pt injury was reported.